Event description:
It was reported that the right ventricular (rv) lead has occasional t-wave oversensing (twos) that was noted on electrograms (egms) post bi-ventricular pacing. The lead continues to be monitored. The patient is enrolled in a clinical study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.